Event description:
Baxter (B)(4) received a report that an infusor had separated tubing after filling. Reportedly, the customer flicked the tubing to get an air bubble out and then the tubing separated from the device and began leaking. The device was filled with a solution of flucloxacillin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit confirmed the delivery tubing completely detached from the device's stress-member. Further visual examination of the detached end of the tubing found no evidence of solvent and noted that the edge of the separated tubing was smooth. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The root cause of the tubing being separated from the stress member was determined to be a lack of solvent.